Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the unit failed to power on due to a faulty power switch on the front and the plastic cap was noted torn off. In addition, the air pressure was low due to a faulty air pump unit and the tubing was observed bent. The 4 suction feet on the bottom were observed to have weak suction force and deep scratches were noted on the top cover. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model mu-1, maintenance unit, to olympus for repair due to a report that the device failed to power up. Upon inspection and testing of the returned device, it was found that the power switch was broken and the metal parts of the power circuit were exposed. This report is submitted due to the broken power switch and the metal parts of the power circuit exposed. There was no user injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 04-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the faulty power switch could not be identified. Olympus will continue to monitor field performance for this device.